Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that: "it was reported that, "patient underwent hip replacement surgery on (B)(6), 2006." It was further reported that, "several years after implantation, the patient began experiencing significant pain, constant irritation and discomfort in the area of her hip". Further, it is alleged that, "the patient's defective device was recalled by (B)(4) on january 22, 2008, due to the detection of "manufacturing residuals".